Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was defective and leaked. The following information was provided by the initial reporter: nurse injected child with needle, immunization was unsuccessful due to faulty needle resulting in vaccine spilling all over nurse's hand and patient's arm. Patient had to be injected a second time, immunization was successful.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305916 and lot number 1116361. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was defective and leaked. The following information was provided by the initial reporter: nurse injected child with needle, immunization was unsuccessful due to faulty needle resulting in vaccine spilling all over nurse's hand and patient's arm. Patient had to be injected a second time, immunization was successful.